Event description:
A report was received that the patient passed away from cardiac causes. It is unknown if the event was due to the procedure or device.

Manufacturer narrative:
Date of death: 2015. Event date: 2015. Additional suspect medical device components involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient passed away from cardiac causes. It is unknown if the event was due to the procedure or device.

Manufacturer narrative:
Additional information was received that the patient's death was not device or procedure related.

Event description:
A report was received that the patient passed away from cardiac causes. It is unknown if the event was due to the procedure or device.